Event description:
It was reported that the patient has had pain since implant surgery in 2010. Patient states that she is able to walk but she has pain daily. Patient also reports that when the weather changes the pain increases.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be provided in a supplemental report. Implanted.

Manufacturer narrative:
Per additional information received, the patient confirmed no stryker devices were part of her surgery. No further investigation required.

Event description:
It was reported that the patient has had pain since implant surgery in 2010. Patient states that she is able to walk but she has pain daily. Patient also reports that when the weather changes the pain increases.